Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the unit would freeze when a change was made. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit did not turn off when prompted on the screen. The touchscreen was confirmed to have passed the calibration and all parameter changes were functioning. The power switch was functional but yellow light emitting diodes (led) were presented on the screen. The rse advised the customer to swap the user interface (ui) assembly with a second unit if possible and if the issue persists then the customer should replace the power management (pm) printed circuit board assembly (pcba) or to replace the ui pcba if the issue is isolated to the display.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 04/25/2023, 05/02/2023 and 05/09/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.